Manufacturer narrative:
(B)(4). Unit passed self test and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. No pump error alarm noted during testing or listed in pump history.

Event description:
It was reported that insulin pump had beep anomaly. Blood glucose was 7.2 mmol/l. The insulin pump will be returned for analysis.